Event description:
Account received discrepant calcium results for six patient samples. Although no actual data was provided, user indicated patient calcium's are initially resulting approximately 9.5 mg/dl; repeating at 8.3 mg/dl. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause to be due to a fluidic problem with the pipetting and replaced dosage syringe b and c, tightened loose connectors for both probes b and c, cleaned internal water reservoir and replaced water reservoir filters.